Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: a t-wrench (ref: 79.15.84 lot: 4501606564) and a clamp (ref: 70.28.00 a lot: 4501606564) have been received. It has been reported that the tip of the hexagon of the t-wrench got broken and is stuck in the screw of the clamp. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis visual examination: it is visible that the tip of the t-wrench is broken and remains stuck in the screw of the clamp. The screw of the clamp shows scratches and dents on the outside of the thread and head of the screw. It is visible that the screw is screwed upwards to a point where the compression area of the screw is inside the female thread. Due to this, the screw got stuck and could not be tightened/ loosened anylonger. For comparison, it was investigated how far it is possible to loosen the screw on a clamp from the archive of zimmer biomet. It can be seen that for this instrument the screw is even with the top surface when in final position. The screw should never be screwed further into the female thread. On the returned clamp, it can be seen that the screw is far more loosened, which means that the compression area is inside the thread and got stuck. Excessive forces must have been applied to loosen the screw this far. Measurements: as the wrench's tip is broken off and stuck in the screw of the clamp, it is not possible to measure the size/ diameter of the wrench and the screw. Functional test: in a functional test it was tried to loosen the screw. The screw was fixated in a vice with soft clamps. With lubricate it was then possible to move the screw but only up to 10°-15° around the axis. It is still stuck approximately in the same position. It can not be moved back to the point where the compression area is not within the female thread. Review of product documentation: compatibility: the two parts received are compatible. For the clamp (ref: 70.28.00 a lot: 4501606564): inspection plan: - characteristic no. 2 feature ¿schlüsselweite 3.5¿ with scope of testing 100%. Means of inspection: prüflehre - characteristic no. 4 feature ¿schraube verstaucht¿ with scope of testing 100%. Means of inspection: sichtprüfung for the wrench (ref: 79.15.84 lot: 4501606564): inspection plan : - characteristic no. 1 feature ¿sechskant¿ with scope of testing 100%. Means of inspection: bügelmessschraube. Root cause analysis for the clamp (ref: 70.28.00 a lot: 4501606564): root cause determination using rmw : - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance -> not possible as the screw of the clamp is loosened to the point were the axial compression is inside the female thread. The screw should never be loosened/ screwed up that far (high force necessary) and therefore it can be stated that the surgeon or the or staff were unfamiliar with the instrument's usage and handling. Further a systematic issue with design would have been detected as part of the issue evaluation assessment. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient -> not possible according to material compatibility specification the material has been tested. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as the tip of the t-wrench is stuck in the screw of the clamp the instrument cannot be used with the mating instrument as intended. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as the screw of the clamp is loosened to the point were the axial compression is inside the female thread. The screw should never be loosened/ screwed up that far (high force necessary) and therefore it can be stated that the surgeon or the or staff were unfamiliar with the instrument's usage and handling. - instrument breaks or deforms due to off-label / abnormal-use => possible, as the screw of the clamp is loosened to the point were the axial compression is inside the female thread. The screw should never be loosened/ screwed up that far (high force necessary) and therefore abnormal use can be confirmed. - instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition => possible, as the tip of the t-wrench is stuck in the screw of the clamp the instrument cannot be used with the mating instrument as intended. Root cause analysis for the wrench (ref: 79.15.84 lot: 4501606564): root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance -> not possible as nothing indicates the surgeon or or staff was unfamiliar with the handling of the wrench. Further a systematic issue with design would have been detected as part of the issue evaluation assessment. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient -> not possible according to material compatibility specification the material has been tested. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) -> not possible as no corrosion can bee seen on the instrument. - instrument breaks or deforms due to off-label / abnormal-use => possible, as the screw of the clamp is loosened to the point were the axial compression is inside the female thread. The screw should never be loosened/ screwed up that far (high force necessary) and therefore abnormal use can be confirmed. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as the tip of the wrench broke off it cannot be used with the mating instrument as intended. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling -> not possible as nothing indicates the surgeon or or staff was unfamiliar with the handling of the wrench. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling -> not possible as nothing indicates the surgeon or or staff was unfamiliar with the handling of the wrench. - instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition => possible, as the tip of the wrench broke off it cannot be used with the mating instrument as intended. Conclusion summary : based on the returned product and the given information the complaint could be confirmed. The visual examination did confirm that the tip of the wrench broke off. The screw is stuck in the clamp as the compression area of the screw is inside of the female thread. A possible root cause could be that for sterilization the or staff wanted to remove the screw from the clamp and tried to loosen it completely with excessive force. As a result the screw got stuck and during next application it was not possible to loosen the screw without extraordinary forces so the tip of the applied wrench broke off. The quality records for both articles showed that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that during surgery on (B)(6), 2017, the tip of the hexagonal t-wrench, 3.5 mm broke and got stuck in the screw of the tightening clamp (monobloc). It was further reported that the surgery was completed with another device with 5 minutes delay. There was no harm or risk to patient or user, no parts remained in the patient's body.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). The actual device reported is not marketed in USA, but devices with similar characteristics (i.e joint capsule clamp) are marketed in USA, and therefore this report was filed.

Event description:
It was reported that on an unknown date the hexagon socket of the hexagonal wrench got broken and clamps in the screw of the monoblock (tightening clamp for prosthesis (monobloc), 28). Note: it is unknown if the event happened during a surgery.